Event description:
It was reported that ongoing cartridge alarms occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.